Event description:
During a transurethral resection of the prostate, while using the resectoscope, the inner sheath tip broke off in the pt. The tip was removed without problems. After examining the prostate tissue specimen, no other tip fragments were found. Kidney, ureter and bladder x-ray was taken, no further exams or procedures were performed.

Manufacturer narrative:
Investigation of the instrument finds a piece of the ceramic tip to be broken off and the release button to be broken also. Damage is consistent with customer misuse.